Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the device/product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the rn initiated a fludarabine infusion to infuse over 30 minutes. Fifteen minutes later, the pump alarmed infusion completed. The rn discontinued the chemotherapy infusion and informed mcc pharm d and filed an incident report. There was no patient harm.